Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot number 0231584376 and image files were returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact, have no defects, and no nonconformities. The cirris tester was used to perform the shorts and mapping tests and both showed passing results. The test capital system was used to perform a simulation test which concluded that pulsed field, radiofrequency, and mapping were normal. The keyence microscope was used to verify any/no foreign material on the lattice cage. Two image files were returned from the field, and it could be seen that some foreign material was present. In conclusion, the reported issue was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after performing a cavotricuspid isthmus (cti) line at the start of the procedure using the sphere 9 catheter, the catheter was removed to reprep while the physician performed transseptal. Upon removal, visual inspection revealed foreign material on the outside of the lattice, which appeared fibrous in nature and not char-like form. The material was able to be flushed off and removed. The physician noted slight resistance when initially advancing the sphere 9 catheter up the vasculature, but no further difficulty or resistance was experienced. The procedure was completed with a replacement catheter. No patient complications have been reported as a result of this event.